Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone ls directional atherectomy device to treat a patient at the right, distal superficial femoral artery. It was reported that the target lesion type was calcified with little tortuosity, moderate calcification and 90% stenosis. No resistance was reported while the device was being advanced. It was reported that plaque was pushing through the sidewall of the nosecone. It was reported that some patient tissue, thrombus and embolism were seen. A hawkone m was then attempted. However it is reported that during procedure, the h1-m nosecone became crimped. Patient was then treated via thrombectomy and tpa drip.

Manufacturer narrative:
Evaluation summary: the hawkone ls was returned for evaluation. The hawkone was inspected and observed the slide cover was not included. An approximate 90 degree bend/curve to the exposed drive shaft was observed. There was no damage noted to the shaft adapter. Likely the hawkone was removed from the cutter driver. A hole in the techothane layer which ran parallel with the stainless steel coils was observed approximately 3 cm distal the cutter window. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.